Event description:
There was no additional information associated with this malfunction.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d2, d4, d9, g1, g3, g6, h1, h2, h3, h4, h6 and h11 review of the most recent repair record determined the control bar was out of position. The fine adjustment cam and screws were worn and damaged and replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Event description:
It was reported that during surgery, the unit needed calibration. The air dermatome gouged a patient and ruined skin on a skin graft procedure. There was no surgical delay. Another device was used to complete the surgery. There was a damaged graft, and an additional graft was needed. No sutures were required at the harvest site. Due diligence is complete, there is no additional information available.